Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted in the central portion of the balloon. There were no other defects observed on the device. The procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.